Event description:
Reportedly, during a follow-up performed on 28 may 2018, three vf and one mode switch episodes were recorded on (B)(6) 2018 between 13:55 and 13:58, showing ventricular noise. It is unknown where the patient was or what he was doing during this time frame. On the mode switch episode, there were no ventricular markers in the ventricular channel for a certain duration, which may have been related to the ¿auto sensitivity on noise¿ function. As the noise was not reproducible, it was decided to monitor the patient with no particular changes to the parameters. Preliminary analysis results showed that the noise most probably originated from electromagnetic interferences (emi) at 60 hz.

Manufacturer narrative:
Analysis revealed that during noise, the sensing was most probably inhibited by the decrease of the sensitivity (the "auto sensitivity on noise" parameter was set on) or by the switch in asynchronous mode, as explained in the implant manual. Since the "v pacing on noise" parameter was set off, pacing was also inhibited during the noise. This explains the absence of markers in the recorded episodes for a certain duration.

Event description:
Reportedly, during a follow-up performed on (B)(6) 2018, three vf and one mode switch episodes were recorded on (B)(6) 2018 between 13:55 and 13:58, showing ventricular noise. It is unknown where the patient was or what he was doing during this time frame. On the mode switch episode, there were no ventricular markers in the ventricular channel for a certain duration, which may have been related to the auto sensitivity on noise function. As the noise was not reproducible, it was decided to monitor the patient with no particular changes to the parameters. Preliminary analysis results showed that the noise most probably originated from electromagnetic interferences (emi) at 60 hz.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during a follow-up performed on (B)(6) 2018, one mode switch and three vf episodes showing ventricular noise were found recorded in device memory on (B)(6) 2018 between 13:55 and 13:58. It is unknown where the patient was or what he was doing during this time frame. On the mode switch episode, there were no ventricular markers in the ventricular channel for a certain duration, which may have allegedly been related to the auto sensitivity on noise function. As the noise was not reproducible, it was decided to monitor the patient with no particular changes to the parameters. Preliminary analysis results showed that the noise most probably originated from electromagnetic interferences (emi) at 60 hz.